Manufacturer narrative:
(B)(4). The starclose se that was filed under a separate medwatch MFR number. Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot and the link still attached to the cuff. Based on the investigation findings, the posterior cuff was missed and the reported complaint was confirmed. The link was pulled from the anterior cuff which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the posterior cuff during plunger removal. There was no needle strike mark on the posterior foot. During the investigation, attempted to insert a proxy plunger, but because of dried blood inside the needle lumens. The needle trajectory of every device is checked during the manufacturing. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the lot history record did not reveal any relevant nonconforming material record associated with this lot. No manufacturing or quality deficiency was detected. There does not appear to be any indication of a lot specific product quality deficiency. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician attempted arteriotomy closure of a heavily calcified right common femoral artery after an unspecified procedure. Reportedly, when the plunger was removed, a cuff miss occurred. The proglide was removed and a starclose se was attempted; however, when the clip was deployed and the starclose se device removed the clip was found at the distal end of the device. Hemostasis was achieved using manual arterial compression. The customer did not report a clinically significant delay in the unspecified procedure. The physician is reported to be trained in the use of the proglide and starclose se devices. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.